Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the lvp device was failing rate accuracy even after calibrating. There was no patient involvement.

Event description:
It was reported that the lvp device was failing rate accuracy even after calibrating. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem of 8100 rate accuracy failure was confirmed over the phone. Tech support recommended replacing the mechanism assembly. A serial number was not provided; therefore, a review of the device history record cannot be performed. H3 other text : troubleshooting performed over the phone.

Event description:
It was reported that the lvp device was failing rate accuracy even after calibrating. There was no patient involvement.